Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no unexpected restart alarm and no signal too low alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery alarm several times and unexpected restart alarms. The customer stated that they were able to clear the no delivery alarm and to deliver a bolus for the breakfast. The customer did not know their blood glucose value at the time of the incident. The customer state that they had to reprogram the time and the basal settings, twice. The customer was advised that the insulin pump needs to be replaced and was advised to discontinue using the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.